Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "beeping air detector is off". Visual inspection found the pump to be in good physical condition, but with a scratched screen. Inspection of the pump's event log revealed no evidence of reported problem. The device was started in application. No problems found with double beeping. The downstream sensor was replaced as a preventive measure. What caused the reported problem is unknown as the problem could not be duplicated. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd-legacy 1 pump was beeping air detector is off. It is unknown if there was a patient involved.